Event description:
The event is reported as: when the hme was disconnected from the pt while still being connected to the pressurized circuit, white flakes blew out of the hme. This event occurred three times. This is the second of three reports regarding this complaint. There was a death reported, but after contacting the reporter numerous times, it is unclear which event of the three involved a death. It is reported that the physician attending the pt did not feel this event contributed to the pt's death.

Manufacturer narrative:
Device has not been received by the MFR for investigation yet. Investigation is incomplete at time of this report. A f/u report wil be sent when completed.